Manufacturer narrative:
This device was not returned to mmd for evaluation. A DHR review was not completed because the device lot number was not provided. Because the device was not returned to mmd, no investigation could be completed. This report will be updated if the device is returned to mmdg.

Event description:
The initial reporter stated that the administration set was leaking from the tubing near where it connected to the anti-siphon valve. Mmd did follow up with the initial reporter. They stated that the patient had required two additional boluses of medication because they had experienced an increase in pain, bu they did not experience any additional adverse effects due to the complaint. No additional information was provided. (B)(4).